Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this was a competitor device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of birth - 1965. Device code - ni. Expiration date - ni. Date implanted - ni. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
Patient underwent a right knee revision procedure due to instability. All components were removed and replaced.